Event description:
Caller states that the following readings were obtained on a student on the aviva system within 10 minutes: 64 mg/dl and 115 mg/dl. Customer felt dizzy with the reading of 64 mg/dl, and ate a snack bar. Customer was tested at 115 mg/dl ten minutes later. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.